Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump errors. Customer stated that they were unable to clear and rewind the insulin pump. Customer stated that they just confirmed blood glucose on insulin pump and it went blank. Customer stated that the insulin pump had frozen display. Customer stated that they installed a new battery and monitored the insulin pump for 2 hours and frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer called in with the following concern: insulin pump went blank, came up after few minutes with alarms 4 & 53. Pump not detecting a full reservoir and some options in menu are not visible. P-cap locked in place properly during testing. Device was successfully downloaded using (thus software). Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was tested using a water fill test reservoir. Device left on reservoir matched with units left on status screen. No blank display, pump error 53 or 4 alarms noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 53 alarms were found on (B)(6) 2021 at 19:21:12 hour. During download review, pump error 53 alarm confirm in (adapt) and history download. File ID=26 line ID=3540. Proceed it by cutting device open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that pump error 53 was trigger due to a race condition when a higher priority fault is auto cleared before it is requested by ui task, software error. Esf#2022281. Pump error 4 was also found in download file on (B)(6) 2021 at 19:21 hour, line# 2727 file # 32122. This is a secondary error consequence of error 53. Force sensor zero offset within specifications (23.3mv). Device also received with cracked keypad at select button. In conclusion device came in with pump error 53 was cause by software error, race condition when a higher priority fault is auto cleared before it is requested by ui task. No blank display, frozen screen or reservoir anomalies noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.